Event description:
Blood strikethrough was found on both sleeves of the gown. The blood had soaked through to the scrubs and skin on both of the sleeves. The pt was known hepatitis c positive, but there was no add'l medication or blood testing done to the exposed surgeon.